Manufacturer narrative:
(B)(4). The failure "tear in cuff" was confirmed but root cause was not identified. This is not related to a manufacturing process.

Manufacturer narrative:
(B)(4). Investigation of the returned sample is currently in progress. Results will be provided in a supplemental report when the investigation is complete.

Event description:
The patient involved had two shiley tracheostomy tubes whose cuffs would not hold air, and failed consecutively. The first tube was removed (B)(6) 2015 and the patient was reintubated with the second tube. This report is associated with report 2936999-2015-00941 which is regarding the second of two tubes reported in this event.